Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the tip of the harmonic ace instrument broke and fell off in the patient. A backup same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) performed follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. There was no image or video clip submitted for review. A review of the instrument logs for the harmonic ace (part# 480275-08 / serial # (B)(4)) was performed. The instrument was confirmed used on (B)(6) 2022 on system sn: (B)(4). This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. For clarification, the harmonic insert curved blade was found to be broken near the blade base. The blade broke at roughly 0.18¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this issue is typically attributed to user mishandling.

Event description:
Refer to h10/h11 for follow-up information.